Event description:
Device 1 of 2. Reference MFR: 1627487-2013-02392. The pt received a letter regarding the charger swap program. The pt reported he had experienced a burning sensation at his ipg site while charging for approx one year. A replacement charging system was sent to the pt. No further info is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was reported.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.